Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6011373, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number: 6011373. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6011373 was packaged according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 29-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to emergency room (ER) on (B)(6) 2025 due to hyperglycemia event and got treated with insulin pens. Blood glucose level was 18.2 mmol/l at the time of event. Patient also experienced the symptoms of headache, feeling sick and confusion at the time of the event. The duration of hospitalization was less than 24 hours no further information available.